Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was evaluated by the baxter product analysis laboratory (pal). A review of the service history and the event history log was performed. The review of the service history did not identify any previous servicing events that could have contributed to the reported issue of patient passing away. Review of the device logs did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device was tested and passed the homechoice (hc) return instrument test/ evaluation (rite) electrical test. The device was determined to meet electrical performance specification requirements. The device was tested and failed the hc rite functional test, however, the failure could not be related to the reported issue. An external and internal inspection was performed. External inspection revealed the door cover was cracked, which is unrelated to the reported issue. An evaluation of the device pneumatic system revealed no leak and all pressures were correct and stable. A short simulated therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.